Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure the tip of the fiber detached and the side-firing fiber was noticed to have commenced forward firing at 107,623 joules. The tip was flushed out of the pt; the procedure was completed with another fiber. No pt or end user injury was reported.